Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11769, related manufacturer reference number: 2017865-2019-11770. It was reported that the patient¿s right atrial lead exhibited loss of capture and the left ventricular lead exhibited high capture thresholds. The left ventricular lead was reprogrammed to a different vector until lead revision procedure. On 24 jul 2019, fluoroscopy revealed the atrial and left ventricular leads were dislodged and the right ventricular lead had also pulled back slightly. All three leads were repositioned successfully with good capture and sensing measurements. Patient tolerated the procedure well and was in stable condition prior, during, and post procedure.